Event description:
It was reported that a user on the ilet experienced hyperglycemia with blood glucose values rising into the 300s after an infusion set was deployed incorrectly, as the old cannula still had the needle cover in place, which impeded insulin delivery until a site change was completed and delivery resumed. Symptoms included hyperglycemia with a peak of 375 mg/dl and elevated ketones, headache, anxiety, and lethargy. Outcomes included serious injury leading to unexpected medical intervention. The user presented to the emergency department for elevated ketones and received IV treatment, after which glucose returned to range and returned home. Investigation included communication and interviews as well as analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem and identified a usage problem related to an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.